Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found within specification in relation to the customer reported 'air in line' which was not reproduced during evaluation. A review of the event history log identified 'air in line!' Messages. Evaluation did not reveal a device malfunction during testing. The 'air in line' alarms in the log were likely a result of normal pump operation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. There was no patient involvement. No additional information is available.